Event description:
It was reported that the target lesion was located in the mid circumflex artery. The nc trek 3.0 x 15 mm balloon was selected to be used for post dilatation. Prior to advancement, the nc trek balloon was noted to be kinked at the proximal shaft; however it was advanced into the guiding catheter. Resistance was encountered during advancement in the guiding catheter, prior to the balloon entering the patient anatomy, and the physician decided to retract the device. The device was retracted from the guiding catheter without resistance. Upon retraction, the proximal shaft of the balloon was noted to be separated. Another nc trek balloon was used successfully for post dilatation to complete the case. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after damage. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty to position could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the nc trek instructions for use (IFU), in the preparation for use section states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. It is likely that the use of the device after the noted damage (kink) contributed to the reported shaft separation.